Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and test. No unexpected error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08815 inches. Reservoir fit properly into reservoir compartment. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was not working he was receiving an excessive no delivery alarm. The customer stated he had high blood glucose of 400-500mg/dl and was hospitalized because of it. The customer was in a coma due to the pump not working. Patient's current blood glucose was 180mg/dl. The customer had headaches, was throwing up, feeling horrible, and couldn't even swallow. The customer treated it with manual injection. The customer was at 280mg/dl now and when he started he was at 200mg/dl. The insulin pump will be returned for analysis.